Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and nine months post filter deployment, the patient presented with chest pain. Subsequent computed tomography revealed no acute pulmonary disease of bilateral lower lobe pulmonary arterial thromboembolism. Patient went for cardiac consultation from cardiac standpoint, chest pain was thought to be secondary to pulmonary embolism. Then vascular service was consulted for assessment of filter given the patient has recurrent pulmonary embolism after having filter. Subsequently the patient was expired due to pulmonary embolism and deep vein thrombosis. Three days later, autopsy report stated that fresh thrombus extended 3.5 cm superior to the greenfield filter and inferior to the level of the bilateral femoral veins. Two of the piercing struts of the filter had perforated the posterior inferior vena cava wall and are imbedded in the underlying l4 bony vertebral body. Therefore, the investigation is confirmed for perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pe post implant and thrombus above the filter. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated, patient diagnosed with pulmonary embolism and thrombus above the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.